Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that at implant, the atrial lead had loss of capture. The lead was not used and it was replaced with an active fixation lead. No patient complications were reported as a result of this event.